Event description:
A user facility reported that a patient sustained a burn at the treatment site following use of the alma harmony system. Alma lasers inc. Conducted an investigation and requested the iris dye vl handpiece used with the alma harmony system during treatment for evaluation. Upon inspection the device was found to have an inoperable cooling system, was repaired, and returned to the customer. The investigation also included a clinical evaluation, which determined that the event was most likely attributable to user technique. However, as the injury is expected to result in scarring, this event is being reported in good faith.